Manufacturer narrative:
Product investigation was completed. The returned device clearly shows a laser etch on the shaft that does not comply with the company¿s drawing specifications. The etching does not seem to be from a depuy synthes manufacturing site. No manufacturing investigation has been performed. For the above listed reasons and regardless of the origin of the product the returned device can be considered as safe and functional but the complaint can be rated as ¿confirmed.¿ the investigation has shown that the welding seam between the handle and the inner shaft is broken; therefore the handle has come loose. In addition there are some nicks and dents visible on the stroke cap; the handle itself is in good condition. The preliminary root cause is assessed as a design issue of the welding of the impactor - the strength of the laser welding is insufficient to sustain hammering forces from insertion and extraction of blades. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follow: it was reported that the welding seam broke at the proximal end of an impactor for proximal femoral nail antirotation (pfna) blade, therefore the handle has loosened from the shaft. Due to the issue, the device was only limited useable. The issue occurred intraoperative, but there was no patient harm and no prolongation of surgery was reported. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).